Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Nausea, vomiting, and band slippage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported nausea, vomiting, and a slipped lap-band. The event was first noticed when patient experienced nausea and vomiting and first diagnosed "when they were not able to place or withdraw fluid". The whole lap-band system was removed and was not replaced.